Event description:
This companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver exhibited a "single compressor malfunction" alarm while it was not supporting a patient and with the end caps still attached to the ends of the drivelines. The companion 2 driver was returned to syncardia for evaluation. Review of the electronic patient file revealed that two "single compressor malfunction" alarms were recorded, with both occurring while the drive was in single pulse model and running on the secondary compressor (compressor b). Efforts to recreate the "single compressor malfunction" alarm were performed by booting the driver to the graphic user interface (gui) screen in ambulatory mode and running the driver ins ingle pulse mode. Using compressor b as the primary compressor, the beat rate was lowered to single pulse mode and a "single compressor malfunction" alarm occurred approximately one minute later.

Manufacturer narrative:
The root cause of the reported "single compressor malfunction" alarm was a malfunction of the secondary compressor (compressor b). The compressor was replaced, and the companion 2 driver passed all final performance testing. This failure mode poses a low risk to a patient because the issue was observed when the driver was not supporting a patient. In addition, it would not prevent the driver from performing its life-sustaining functions. The reported "single compressor malfunction" alarm occurred in single pulse mode. Single pulse mode is a driver setting at which the best rate is lowered to zero beats per minute and is only used to perform system checks and to prepare the driver for patient use. Syncardia has initiated a corrective action (CAPA) to address "single compressor malfunction" alarms that occur when the driver is either not connected to drivelines or while operating in single pulse mode. Syncardia has completed its evaluation of this complaint and is closing this file.